Event description:
Healthcare professional reported right side exchange from textured to smooth due to the patient's concern with the device. Healthcare professional later reported "rupture noted at the time of surgery". Healthcare professional reported right side "hole, non-specific." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the posterior side assessed as surgical impact opening and missing side assessed as inconclusive. (Shell thickness was within specification). Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observation. No penetrating nick ( stress marks). Crease observed on the device. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to the patient's concern with the device. Healthcare professional later reported "rupture noted at the time of surgery". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.